Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, high out range, high voltage lead impedance was observed. The patient was asymptomatic and no other electrical anomalies were reported. Programming changes were made. The patient's condition is stable.